Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels of 428 mg/dl. The customer reported reoccurring no delivery alarms. The customer treated the high blood glucose level with a manual injection. The customer did troubleshoot the issues previously. The customer¿s last blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no unexpected no delivery alarm noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.